Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(6) has been listed and the (B)(6) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that blood leaked from the unspecified bd phaseal¿ optima connector when it disconnected from the line. The following information was provided by the initial reporter: "optima phaseal connector came disconnected on tacro line. End of tubing where it connects to the blue part of the optima connector was disconnected. Clam shell still on and intact. Blood backed up into line and was coming out of the optima connector. Significant amount of blood on patient and in bed/floor. Tubing and devices discarded and new med/tubing put up. Pt assisted into shower."

Manufacturer narrative:
H6 investigation: no photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time.

Event description:
It was reported that blood leaked from the unspecified bd phaseal¿ optima connector when it disconnected from the line. The following information was provided by the initial reporter: "optima phaseal connector came disconnected on tacro line. End of tubing where it connects to the blue part of the optima connector was disconnected. Clam shell still on and intact. Blood backed up into line and was coming out of the optima connector. Significant amount of blood on patient and in bed/floor. Tubing and devices discarded and new med/tubing put up. Pt assisted into shower."